Event description:
It was reported the patient's blood glucose level rose to 519 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found to be shorter than normal indicating a partial retraction of the cannula. The patient also noticed some redness and pain around the pod site. As treatment, the patient administer insulin using an insulin pen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone14.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.